Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, both the mechanical and the electrical performance of the lead under complaint were scrutinized. The analysis did not show any deviations from the electrical specifications. The analysis did not reveal any sign of a material or manufacturing problem.

Manufacturer narrative:
The lead was explanted and not used.

Event description:
--

Event description:
Boston scientific received information that this left ventricular (lv) lead was implanted, and initial lead impedance measurements were greater than 4000 ohms through the pacing system analyzer. The lv lead was repositioned and impedances dropped to 1700 ohms; however, muscle stimulation was also noted. The physician was unhappy with these measurements so the lead was removed and not used. To date, there have been no additional adverse patient effects reported.